Manufacturer narrative:
The product was returned for eval. Inspection found that the window zipper slider body was open and the mattress envelop was delaminated. No problem was found with the zipper teeth alignment. (B)(4).

Event description:
The customer reported that the zipper teeth were not aligning when attempting to zip the side panel. Eval of the returned product found that the window zipper slider body was open.